Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had cracked reservoir tube, cracked battery tube threads, cracked reservoir tube lip, and minor scratched lcd window.

Event description:
Customer called to report damage to the insulin pump. Customer stated that there are cracks in the reservoir housing window. Customer's blood glucose reading was 400 mg/dl. Advised discontinuation of the insulin pump. Nothing further reported.